Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The exact cause of the event could not be determined with the limited information provided. Additional information, including progress notes, xrays and information regarding the nature, duration, and location of the pain are needed to fully investigate the event.

Event description:
It was reported that the patient complained of pain and surgeon revised patient.

Event description:
It was reported that the patient complained of pain and surgeon revised patient.

Manufacturer narrative:
The other device listed in this report is trident 10 degree x3 insert 32mm ID, catalog # 623-10-32e, lot mjrxp9. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.